Event description:
Patient undergoing emergent intracranial mechanical thrombectomy for left mca m1 large vessel occlusion. Imperative care zoom 088 catheter was placed into l mca m1 segment over their zoom 071 aspiration catheter and 027 microcatheter and 014 wire. Aspiration catheter, and micro-catheter and wire removed. Catheter connected to aspiration tubing and mechanical aspiration and withdrawn into cervical ica. Follow up angiogram revealed complete ica occlusion. A second attempt was made using a 4x40mm stent-retriever and 071 aspiration catheter. This removed enough clot to show an intimal flap of the proximal l mca m1 segment. The patient then received a bolus of integrilin and was placed on a drip to prevent thrombus at the dissection site. This was followed by intracranial angioplasty. The patient then received a loading dose of ticagrelor as well to prevent thrombus, dramatically increasing his risk of intracranial hemorrhage given that he received tenecteplase prior to procedure. He had a prolonged hospitalization and required prolonged antiplatelet therapy to treat this dissection, likely due to initial placement of an 088 catheter in the m1 mca. I informed my local imperative care representative about this on "january 13th." As of today, he still hadn't submitted a report to maude so I felt necessary to submit myself. FDA safety report ID # (B)(4).